Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that he customer had a high blood glucose. Customer stated that on 300 mg/dl the glucometer was indicating that her blood glucose value was over 400 mg/dl. Customer¿s current blood glucose value was 165 mg/dl. Customer stated that the infusion set was bent. Customer decline troubleshooting for high blood glucose. Customer treated with bolus for high blood glucose. The insulin pump will not be returned for analysis.